Event description:
It was reported in the cardiac catheter lab that communication errors have occurred on occasion. The product issue was reported to manufacturer associate during on-site visit. There was patient involvement but no harm. No devices will be returned to manufacturer as this was generalized feedback with no specific device mentioned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.